Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact did not think the pump was delivering the proper amount of insulin. The customer experienced an elevated blood glucose (bg) level of 343 mg/dl, which was addressed with a correction bolus. System test was performed and showed that the pump was functioning as intended. However, review of the pump data with tandem technical support showed that after the customer entered the bg value, the customer declined the correction, and entered the amount of carbohydrates. Therefore, the pump only recommended the amount of insulin necessary to address the amount of carbohydrates consumed. After troubleshooting with tandem technical support, the contact was able to confirm that the proper amount of insulin was recommended by the pump. The contact acknowledged the information.